Event description:
Reporter indicated that vns patient experienced an increase in seizure intensity since implantation. It was reported that the patient was seen in hosp e.r. Approx one month post-implant due to an episode of status epilepticus. The patient was seen again in the e.r. Less than two weeks later having had a seizure that lasted for 22 hours. Device output current was increased to 0.75ma and the patient has reportedly had some improvement with less severe seizures. No medication changes have been made. It was reported that the patient's overall health condition is not worsening. There are no known environmental stimuli that may have contributed to the increase in seizure intensity, although the patient was reportedly nervous at the time of the events. Device diagnostic testing was within normal limits, indicating proper device function. Treating neurologist indicated that the events were not related to the vns and that the cause is unknown.